Manufacturer narrative:
The analysis of the log file revealed that on (B)(6) 2016 at 9:27 am the safety software triggered a warm start of babylog vn500 due to a detected memory access error while ventilating a patient. During reboot sequence, ventilation stopped and the safety valve opened to ambient allowing for spontaneous breathing. The alarm message ¿ventilation unit restarted¿ was posted with accompanying audible alarm tone in order to alert the user. Babylog vn500 resumed the ventilation with the latest settings immediately after successful completion of the warm start (appr. 8 seconds).

Event description:
It was reported that the device rebooted unexpectedly when the customer pushed "inspiration hold" button during hfo ventilation. There was no injury reported.